Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the gold ring on the compartment came out and the battery cap wont close and the pump was off and not working. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump powered up properly after battery installation. No blank display noted. Pump received without original battery cap, unable to verify damaged/cracked battery cap.